Event description:
Additional information reported x-ray showed no relevant findings. The event resulted in in-patient hospitalization. The admission and discharge date were on (B)(6), 2011.

Event description:
Additional information reported the patient was in the emergency room for some hours. In-patient hospitalization was removed from the event.

Event description:
It was reported that the patient experienced fever syndrome with symptoms of profuse sweating, facial redness, chills, headache, and difficulty walking seen. A CT scan was performed but had no relevant findings and laboratory tests showed mild leukocytosis. The patient was administered paracetamol and recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).